Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2025.

Event description:
It was reported that the patients implantable pulse generator (ipg) moved out of the pocket. The patient underwent a procedure wherein the ipg was repositioned back into the pocket. The patient was doing well postoperatively and the ipg remain implanted and in use.